Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B3/date of event: 09 sept 2022 and the issue occurred at preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error e103 occurred due to an led unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a light-emitting diode (led) unit failure. Additionally, the lock did not work due to failure of the video connector part. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an e103 error code while using the video system center. There was no patient harm associated with the event.